Event description:
A medical doctor reported that aspiration failure occurred though the obstruction alarm sounded. A corneal burn was noted as a result on this event. Additional info was received from a company sales rep indicating that the physician determined the corneal burn was caused by a viscoelastic obstruction in the tip of the handpiece.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no additional info provided related to this event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): (B)(4), most corneal burns can be traced to issues related to surgical technique and not to malfunction equipment. The root cause cannot be determined. (B)(4).